Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step prior to filling the cartridge and provided instructions for proper cartridge loading. The caller successfully loaded a new cartridge with insulin coming out during the process, resolving the issue.